Manufacturer narrative:
(B) (4): final analysis: model# 8627l18 (B) (4) final pump analysis revealed no anomaly found - normal device function. Model number: 8709; (B) (4). Final catheter analysis revealed pump connector leaks between the white material and the metal pin.

Event description:
It was reported the pt died due to secondary complications of multiple sclerosis. Pt symptoms were somnolence and respiratory problems. The hcp indicated the cause of death was natural causes with end stage multiple sclerosis.